Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device displayed excessive charge time. The device was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis found that the charge timeout likely resulted from spurious increases in battery resistance induced by observed li (lithium)-severing. If information is provided in the future, a supplemental report will be issued.